Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated upon its receipt.

Event description:
Additional information was received indicating that pericardial tamponade was confirmed via echocardiogram. It was also reported that while the physician turned the lead tool somewhat faster than one revolution per second, there were no extension/retraction issues at initial implant. No additional adverse patient effects were reported. This lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not be implanted via the cephalic vein upon first attempt at implant. Several attempts were then made to gain access via the subvlavian vein until it was successfully punctured and the lead implanted with satisfactory measurements. Two days post-implant, the patient became unstable and a perforation was suspected secondary to a pericardial effusion. The effusion was resolved and rv lead repositioned. After the revision procedure blood flow was still noted in the pericardium and a sternotomy was performed during which time no perforation could be identified. An intraaortic balloon pump was implanted due to heart failure and the patient transferred to the cardiac intensive care unit. Pericardial tamponade due to an infarction was questioned. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.